Event description:
The manufacturer received information alleging a patient expired while using a ventilator. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a patient expired while using a ventilator. The ventilator was returned to the manufacturer for evaluation. The device passed all testing and was found to operate and alarm as designed. The ventilator's downloaded event log was reviewed. On the day of the event, (B)(6) 2021, a patient circuit disconnect alarm was observed. The patient circuit disconnect alarm sounded for 14,880 seconds (248 minutes) until it was acknowledged as evidenced by an alarm silence keypress. The manufacturer concludes the ventilator operated and alarmed as designed. The reported event was caused by a prolonged patient circuit disconnect.